Event description:
Event description guidant received information that this implantable transvenous atrial lead had dislodged and was producing diaphragmatic stimulation with the atrial pace. The atrial electrogram is noted to be flat and the atrial pace indicator is displayed on the ventricular electrogram.,